Event description:
Philips received a complaint by the biomedical technician regarding a philips v60 ventilator that presented a screen display issue while the device was outside of clinical use. The biomed reported that the screen appeared dim, resulting in restricted system usability. The display did not perform as expected. No patient involvement or impact was reported. Remote technical support evaluated the issue with the customer. During troubleshooting, the customer indicated that they had attempted to resolve the problem by replacing what they believed to be the liquid crystal display (lcd) screen; however, it was determined that the touchscreen had been replaced instead of the lcd, and the display remained dim. Further review confirmed that, based on the device serial number, the ventilator utilized a 1st generation lcd, and resolution of the issue would require an upgrade to a 2nd generation lcd assembly. Philips provided the customer with the part numbers and pricing for the required components, including the lcd assembly, associated cables, user interface (ui) printed circuit board assembly (pcba), tray, screws, and the optional ui assembly required for the upgrade. The investigation is ongoing.

Manufacturer narrative:
Remote technical support evaluated the issue with the customer. During troubleshooting, the customer indicated that they had attempted to resolve the problem by replacing what they believed to be the liquid crystal display (lcd) screen; however, it was determined that the touchscreen had been replaced instead of the lcd, and the display remained dim. Further review confirmed that, based on the device serial number, the ventilator utilized a 1st generation lcd, and resolution of the issue would require an upgrade to a 2nd generation lcd assembly. Philips provided the customer with the part numbers and pricing for the required components, including the lcd assembly, associated cables, user interface pcba, tray, screws, and the optional ui assembly required for the upgrade. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.